Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's cartridge track was corroded, making it difficult to insert and remove cartridges. Customer declined assistance from tandem technical support regarding this issue. There was no reported adverse impact to the customer's blood glucose level.